Event description:
Legal case ¿ USA patient ID: (B)(6). 8/26/24: additional information received in in-box on 8/20/24. Attached email, revision op report, and ebi report. Updated device information in case and case (B)(4) based on new information received. Pre-operative and post-operative diagnoses indicated failed right total knee arthroplasty, right knee instability global, catastrophic failure right total knee arthroplasty. Operative indications: the patient is a 65 y.o. Female that presents with an unstable painful right total knee arthroplasty. The knee did very well for many years but over the last few months there has been progressive onset of right knee pain without injury or incident. They presented in the office with a palpable effusion, but no erythema or warmth. Pain was present with motion and weight bearing. The right knee was unstable medial to lateral to varus/valgus stress. Sensations of mechanical clunking, cracking, and shifting have been recently noticed. There are clinical indicators of mechanical right knee failure. Operative findings: the femoral component was well fixed but was slightly internally rotated. The tibial tray was in slight varus, but well-fixed and appropriately rotated, but with excessive posterior slope. The femoral component was articulating on the tibial tray where the polyethylene insert had worn through. The patellar implant was intact without significant wear, and remained well fixed. The broken tibial polyethylene had already been removed, and the knee space was meticulously debrided of broken pieces. A femoral extraction clamp was attached to the implant. Using manual dis-impaction techniques that employed a simultaneous slap hammer and bone tamp on the edges of the component, the implant was carefully removed from the distal femur. The femoral component was removed without much iatrogenic bone loss. We then moved on to removal of the tibial tray. The mal-positioned tibial implant with the unstable locking mechanism was found to be well fixed despite gaps in the cement-bone interfaces. A sagittal saw, and multiple osteotomes were used to break up the well fixed cement implant interfaces circumferentially. Despite this debridement and implant interface disruption, the central keel portion of the tibial implant remained well fixed. Osteotomes were placed in the posterior notch of the tibial tray and directed anteriorly down to the back of the fixed central keel, and the cement was broken off of the implant within the central portion of the tibia. Osteotomes were then stacked proximally to wedge the stem from the cement mantle until there was visible motion at the cement-implant- bone interface. Once the interfaces were broken a tibial extraction clamp was attached to the implant. Using manual dis-impaction techniques that again employed a simultaneous slap hammer and a bone tamp on the edges of the component, the implant was carefully removed. Assessment of the right tibia after implant and cement removal revealed that the tibial tubercle was intact and attached the proximal tibia rim was deficient and had a significant posterior slope. The patient was revised to a competitor¿s devices. The patient was then transferred from the operating room to a hospital bed and taken to recovery in stable condition. Original description summary: as reported via email from outside legal counsel: all, I spoke with (B)(6) and her husband this morning about her claim. Below is a summary of the call: (B)(6) received her first implant in her right knee in 2012 she revised her knee on (B)(6) 2024 she is only making a claim for her right knee (B)(6), can you please send (B)(6) a hippa authorization? Her email is (B)(6). Thanks, (B)(6) (B)(6) associate pronouns: she/her/hers (B)(6) connect: vcard (B)(6)

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-02424. 1038671-2024-03100 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02424, 1038671-2024-03100. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of mechanical overload on the posterior edge of the tibial insert, which likely led to prosthesis wear and instability, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.